Event description:
During a robotic chest exploration procedure, the surgeon was dissecting tissue off the rib when the da vinci xi permanent cautery spatula had a cable break. It was the gray cable that broke, and the team did not witness anything fall into the patient. The instrument was removed from the sterile field and a second instrument of the same kind was obtained to finish the case. There was no harm noted to the patient.